Event description:
An issue with the driving cap and the radiolucent insertion handle was reported during a procedure on (B)(6) 2013: while inserting the nail, the surgeon was applying force against the driving cap with a mallet to insert the nail and the driving cap broke off from the threaded piece that threads into the insertion handle. There was no patient injury. The broken fragments were retrieved. There was a 10 minute delay in completing the procedure. The procedure was successfully completed with no patient injury reported. This complaint is on the driving cap. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Lot number cannot be verified as synthes product. Device is an instrument and is not implanted/explanted. Without a viable lot number a device history records review could not be requested.. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.